Manufacturer narrative:
No exact date was given but account reported that haze presented at the 2 month post treatment visit therefore the approximate date is after (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had bilateral surgery on (B)(6) 2017 and presented on 3 weeks post op with dry eye, redness, foreign body irritation, discharge, pain and decreased vision. Patient was given punctal plugs in the lower eyelids in both eyes. Patient was worried that department of motor vehicles appointment was coming and will have difficulty as patient cannot see clearly. At 1 mo 5 days patient reported that symptoms are not getting worse but foreign body irritation still present. At 2 months patient presented with haze in right eye with glare and halos at night in both eyes. At 4 months patient haze in right eye progressed to 2+ and was given fml (fluorometholone ophthalmic suspension) drops twice a day. Patient complained of blurry vision. Durazol and xiidra was added. At 5 months patient says left eye still sees haze and both eye experience glare/halos. The left eye feels like eyelash (is) on the lower lid. Patient reported no longer using durazol as feeling it was increasing pressure.

Manufacturer narrative:
Additional information - device manufacture date: 2005. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.